Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred because the charged coupled device (ccd) wire of the body control unit (bcu) being detached. The event can be detected/prevented by following the instructions for use which state: "do not coil the insertion section, universal cord, or ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. Do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Update e2, e3, and g2 to include reporter's title and occupation.

Event description:
It was reported there was no image while using the bronchofibervideoscope. The customer issue was observed during reprocessing. There was no patient or procedure involved with the event.

Manufacturer narrative:
The device was returned and evaluated, and there was no image due to a detached charged coupled device wire at the body control unit. Additional findings included the following: bending section cover glue (probe cover insertion tube) had a crack and the control body (advanced diagnostics) dry charged coupled device wire was detached. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.